Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient presented with a pelvic fracture. During the procedure on (B)(6) 2013 using the low profile pelvic system, the surgeon was fixing the ss locking screw, it was reported the head of the screwdriver broke. The surgeon removed it and tried to fix it using a competitors t15 screwdriver that also broke. Reportedly the competitors screwdriver head was biting in the torx head of the screw and was not removed. It was reported the torque limiting attachment was not used during the insertion of the ss locking screw. The surgeon over-rotated because he believed to fix it by a click sound. There is no plan to explant the implant. No additional information was provided. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. A review of synthes device history record for lot # 6182072 revealed the t-15 screwdriver shaft was manufactured by universal punch, for 104 parts, was inspected to the synthes incoming final inspection sheet number 031fi00045 rev e on 9/9/09. The product conformed to all requirements. The certificate of compliance is dated 9/1/09. 104 parts were released to the warehouse on 9/10/09. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation of the complained screwdriver shows that the tip is broken off. The fracture surface of the broken area shows that the material got twisted and broke away due to too much force that was applied. The manufacturing records were reviewed and no complaint related issues were found, the article conforms to our specifications. The article was manufactured on december the 29th 2010 according to our specifications. No product fault could be detected.